Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the basal software did not suspended insulin when the customer's blood glucose was 69 mg/dl. Customer declined to provide additional information regarding the event. Customer reverted to an alternate pump for insulin therapy.